Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she is unable to increase her stimulation to a level that provides her effective pain relief. Follow-up info revealed the patient met with the sjm rep and diagnostic testing revealed invalid impedances on multiple lead contacts. Reprogramming was unable to resolve the issue. The pt may undergo surgical intervention as the next course of action.